Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the loosening was not related to the design, manufacture, and/or sterilization of the revised implant.

Event description:
It was reported by an onkos sales representative, that a 55-year-old male patient with an eleos hinge knee replacement underwent revision on (B)(6) 2026 due to loosening of the femoral stem. Patient was experiencing pain at the knee, surgeon replaced stem component. This report captures eleos stem extension. This event will be reported as a serious injury due to the revision procedure.